Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 91148565. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe safety activation failed and caused 2 needle stick injuries. The following information was provided by the initial reporter: material no: unknown batch no: unknown (reported 91148565). It was reported that there were 2 needle stick injury due to activation failure. Event description per email states: cx response would you please be able to provide us with material and lot numbers? ¿ item disposed in sharps container do you have samples available that can be sent for evaluation? No. Do you have an approved container to return the product safely? If not, bd can provide one for you. Unable to return. What medication was drawn in syringe? Lidocaine. Are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.): patient involved were staff. Were there any photos taken during the time of incident? If yes, please attached in email response. No. When did the incident occur (before use, during use, after use)? After use the safety did not fully engage. What was the course of treatment change due to the event? Exposure follow up was indicated because device had been used on a patient. What medical intervention was done other than first aid? No. What other actions were taken due to the needle stick? Exposure protocol.